Event description:
Device #2 malfunction: kink. Time of symptoms/ae: 11 months post procedure. Symptoms/ae: in-stent restenosis. The following events were noted through a periodic article review. A retrospective study was performed in all patients that underwent renal transplantation. Some patients underwent angiography for presumed renal artery stenosis. Of these, some patients had transplant renal artery stenosis. The patients were treated with pta with or without stent insertion or surgery. One pt received two herculink stents in the superior and inferior renal arteries. Eleven months after initial stent insertion, angiography revealed a 50%-60% in-stent stenosis in the more superior of the two arteries. Pta of the stenotic in-stent segment was performed with a good angiographic result (<10% residual stenosis). The inferior transplant artery remained patent, although it had been noted at the time of initial stent placement that the stent (device #2) was kinked in the midsegment, having failed to expand fully when it was deployed. 30 months after balloon angioplasty of the in-stent stenosis, angiogram demonstrated 60% stenosis in the midsegment of the stent site in the inferior renal artery. A non-abbott drug eluting stent was inserted, although a 10%-20% stenosis in the midsegment persisted.

Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was note available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could nt be performed. Attachment: peter riley, mbchb, et al; "drug-eluting stent insertion in the treatment of in-stent renal artery restenosis in three renal transplant recipients", published j vasc interv radiol 2008; 19:1757-1760. Device #1 - herculink (unk part/lot), reference is being filed under medwatch report # 3004742046-2009-00061.